Event description:
The pt was admitted to the hospital for bilateral breast implant removal and replacement secondary to bilateral capsular contractures. During the surgical procedure, it was noted that the implants were deteriorating in that the capsules were decomposing. There was some free silicone within the scar capsules. Total bilateral capsulectomies were performed also. The pt authorized the hospital to dispose of her surgically removed breast implants.